Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the that the handheld barcode scanner was not working. The fse disconnected the scanner and noticed that one of the pins on the gender changer was damaged for the barcode scanner. The fse also observed that the f1 +5v fuse blew due to a shorting of the damaged pin. The fse replaced the gender changer, and replaced the f1 +5v fuse, which resolved the issue. The fse validated the analyzer by running quality control (qc) and patient samples with results within specification and no errors recurring. The analyzer is functioning as expected. No further action is required by field service. A complaint and service history review through aware date of event for similar complaints was performed for serial number 11237308. There were no similar complaints identified during the search period. Review of related documentation the aia-900 service manual under section 12: flags and error messages states the following: [3131] main f1 +5v fuse blew cause: blown +5 v fuse of main f1 was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check the main f2 fuse. The most probable cause was traced to component failure of the barcode scanner and main f1 +5v fuse.

Event description:
A customer reported handheld barcode reader not working and 3131 main f1 +5v fuse blew after unplugging barcode scanner on the aia-900. The customer stated that the light does not come on after unplugging and then plugging scanner back in even after rebooting the instrument. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.